Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water got stuck in the foley catheter during the pretest. The patient tried to put in water again and pull it out, but they could not remove it. Another foley catheter was used to the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used 2-way temp sensing catheter. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted the funnel of the catheter was cut upon return. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. With the syringe attach the catheter deflated passively in 2 minute and 24 seconds with no cuffing, mushrooming, or leaks noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water got stuck in the foley catheter during the pretest. The patient tried to put in water again and pull it out, but they could not remove it. Another foley catheter was used to the patient.